Event description:
A caller reported experiencing cgm error 42 with their g7sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided by cts through a complete pump reset, which resolved the issue as no further cgm error codes appeared, and the caller successfully started their sensor session.